Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle would not dispense insulin during the priming. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "spouse of a consumer reported needle did not dispensed the insulin during the priming." "Consumer uses the new needle each time of her injection. She does not visually tests the needle to see if it is straight."